Manufacturer narrative:
(B)(4)

Event description:
It was reported that review of the electrograms revealed noise on the right ventricular lead. The noise could be reproduced in the clinic with isometrics. The device was reprogrammed resolving the issue. The patient was in stable condition.